Event description:
It was reported that stent did not fully expand. The target lesion was located in the lower extremity. A 6x120x120mm epic stent was selected for treatment. After the stent was deployed, it was observed that it was not fully expanded. A balloon catheter was advanced through the stent and inflated to expand the stent. No patient complications were reported and the patient was fine post procedure.